Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062218) in united states on 07-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for birth control. Since insertion, she had been having menstruation cycles for 6 weeks, severe headaches, cramps, a uterine infection, back pain, nausea and severe bruising from implantation. Her doctors said her just to give it time and her body will get used to it, but she is consulting a surgeon to remove device asap. The event outcome of required intervention was mentioned but not specified and /or assigned to one of the events. Quality safety evaluation received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a uterine infection. She will consult a surgeon to remove essure inserts. This uterine infection is listed in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infection may adhere to essure insert. Therefore, even though the exact onset date of this uterine infection is not known, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident due to serious injury. A product technical complaint analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Follow-up from 29-jul-2016: follow-up attempts has been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a uterine infection. She will consult a surgeon to remove essure inserts. This uterine infection is listed in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infection may adhere to essure insert. Therefore, even though the exact onset date of this uterine infection is not known, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident due to serious injury. A product technical complaint analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.